Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the proximal clevis hole. A loop of wire is sticking out such that the wire protrudes above the outer surface on the distal end as reported by the customer. The wire insulation was not damage, no thermal damage found, and the instrument passed an electrical continuity test. The complaint regarding a wire out of place was confirmed by failure analysis. Common causes of dislodged instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.